Event description:
Same case as MFR report #3005099803-2009-00918. It was reported that during a biliary stenting treatment procedure, partial stent deployment occurred. The stricture was "high" in the tortuous common hepatic duct. At unspecified times during the procedure, the physician attempted to treat the stricture with an rx ws permalume 10 x 60 and an rx ws biliary 10 x 80 stent. The physician encountered difficulty with both devices in being able to adequately maneuver the stents to the "high" location. Each device also exhibited partial deployment. The procedure was able to be completed with the implant of a different device. There were no patient complications reported with the patient's current condition listed as "fine".